Event description:
It was reported that following an explant procedure (MDR under tw(B)(4)), the patient had cerebrospinal fluid leakage. Symptoms were headache and nausea. The patient had a blood patch and was reportedly doing well.